Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect creatinine results on multiple patients. The results provided were: sid (B)(6) initial=4.22 mg/dl /repeated on another architect=0.87 mg/dl sid (B)(6) initial=4.23 mg/dl /repeated= 0.62 mg/dl sid (B)(6) initial=3.67 mg/dl /repeated= 0.94 mg/dl laboratory reference range for creatinine=0.50 to 1.10 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined the tubing, peristaltic head (rohs) (7-35009685-02) the likely causes of the issue. The replacement of the tubing, peristaltic head, which resolved the issue. A review of the architect c16000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c16000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c16000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs) (7-35009685-04). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.